Manufacturer narrative:
No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial procedure, the navigation system unexpectedly re-started and returned to the initial screen. The surgeon selected the cranial application, again, and proceeded to the navigation screen - the navigation system had no further issues. The site noted that the navigation system was working slowly from the beginning. A considerable amount of the past patient data had been accumulated, the used capacity was over 70%. The medtronic representative recommended the site delete the data, and the used capacity was eventually decreased to approximately 15%. Delay in therapy was less than one hour. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.